Manufacturer narrative:
No lens was returned for evaluation, only iol packaging box was returned. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that the surgeon was implanting a 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, when he noticed there was not enough room in the chamber. The lens was removed within the same surgery and the surgery was cancelled.